Manufacturer narrative:
(B)(4). The device reported, list number 56548, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 51364, that is marketed domestically. The testing and investigation results confirmed the complaint. The inflation valve and valve band were disconnected from inflation port. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
The complainant reported the gastrostomy tube's balloon deflated and the tube fell out. The tube was inserted on (B)(6) 2013 and fell out on (B)(6) 2013.